Event description:
An unspecified malfunction was reported by a customer, but no additional information about the blood glucose impact was available. Since the pump was no longer under warranty, it was decided that it would not be returned. No further details regarding corrective actions or outcomes are provided.